Manufacturer narrative:
Investigation summary: two photos of a 32g x 4mm pen needle carton were returned from lot. No. 0176861, cat. No. 320141. Visual examination of the returned photos was carried out and no issues were observed. Due to the fact no physical sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pn 32g x 4mm benelux was blocked. The following information was provided by the initial reporter: the customer complains that the pen is blocked in the box by multiple needles. When the lady put the needle on the pen, she could use the units button but no insulin came out. If she than tried to turn the units button again, it could not be used anymore.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g x 4mm benelux was blocked. The following information was provided by the initial reporter: the customer complains that the pen is blocked in the box by multiple needles. When the lady put the needle on the pen, she could use the units button but no insulin came out. If she than tried to turn the units button again, it could not be used anymore.